Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. System serial #: (B)(6), and event date ¿ 04/17/2024. The fenestrated bipolar forceps (k10230928-0512) had 0 remaining use. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Complaints are tracked via the qms processes per wi (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, wire broke-instrument removed intact-replaced instrument. At the time of this report, it is unknown how the procedure was completed. The reporter did indicate no injury or death occurred. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wire broke-instrument removed intact-replaced instrument.